Event description:
It was reported there was a connection issue between the homechoice cassette and transfer set. The patient was unable twist off the connector port and had to cut the line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 5154672 for this event. The device was manufactured at one of the following facilities: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.